Manufacturer narrative:
Visually, there was deformation in the outside diameter of the inner hub which would have resulted in the reported event. The outside diameter of the inner hub should be 0.330 ± 0.002 inches and measured 0.330 inches in the undamaged area and up to 0.359 inches in the deformed area which was out of specification. The outer hub bushing was dislodged from its assembly and there was a broken off fragment of the outer hub. The inner hub bushing was rough and worn. There was biological contaminant inside the distal tip of the bur. Functional testing could not be performed due to the broken state of the device." If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bur got stuck before use when the foot switch was stepped on and there was a strange noise. No patient impact.